Event description:
The plaintiff's attorney alleged that the decedent experienced injuries including alkalosis, cardiac arrhythmias and subsequently expired on (B)(6) 2009 after use of the product. In addition, the decedent's certificate of death was received indicating immediate cause of death was cardiac arrest and underlying cause was coronary artery disease.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #1225714-2013-02919.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are 1225714-2013-02918 and 1225714-2013-02919. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleged that the patient experienced sudden cardiac arrest and sudden cardiac death.